Manufacturer narrative:
Device data was retrieved and reviewed. After the disposable set was replaced, the device functioned as expected and all parameters were stable throughout the perfusion. Device was not returned. Additionally, the disposable set batch records were reviewed and identified no deviations. The root cause could not conclusively be determined.

Event description:
It was reported that during priming inferior vena cava (ivc) pressure was not displayed and message code 140 (no ivc pressure detected) would not go away even though the pressure plug was connected. Troubleshooting was attempted and the pressure plug was connected to a second metra device, which did not resolve the issue. Subsequently, a new disposable set was used and this resolved the issue.

Event description:
It was reported that during priming inferior vena cava (ivc) pressure was not displayed and message code 140 (no ivc pressure detected) would not go away even though the pressure plug was connected. Troubleshooting was attempted and the pressure plug was connected to a second metra device, which did not resolve the issue. Subsequently, a new disposable set was used and this resolved the issue.

Manufacturer narrative:
Investigation is currently pending.